Manufacturer narrative:
D10: 244-23-09 optetrak hi-flex tibial insert sz 3 9mm: (B)(6), 244-02-03 optetrak asy hi-flex ps cem fem, sz 3, left: (B)(6), 02-012-45-3030 lgc tibial fit tray cem sz 3f / 3t: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient had an initial left total knee arthroplasty approximately 10 years ago. Following the initial surgery, the patient remained relatively stable for a few years. However, approximately 5-6 years ago, knee pain gradually recurred, requiring pain injections, oral analgesics, and repeated joint aspirations due to recurrent effusion.